Manufacturer narrative:
The field service engineer visited the facility and replaced the modular chemistry sample probe assembly and the stirrer motor. Although several parts were replaced, the specific root cause of this event cannot be determined. This is one of two medwatch reports being submitted as the customer provided info related to two separate pt/event dates at the time of report. Reference the MDR numbers for both associated events: 2050012-2011-02270. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low glucose results were generated by the unicel dxc 600 synchron system for two pts on two different dates. The critical re-run feature of the system was triggered and the results obtained were within expectation. The results were not reported out of the lab. The samples were then re-run and the results obtained were within expectation. There was no change to the pts' care or treatment.